Event description:
The customer reported to the hotline that their unicel dxc600i synchron access clinical system generated indeterminate flagged myoglobin qc results. This event did not affect any patients samples or treatment. Hot line trouble shot the event with the customer who stated that they were concerned with the ultrasonic mixing of their instrument after visually inspecting their on board myoglobin reagent pack and believing the paramagnetic particles in the reagent pack had not been mixed properly. The customer reported to hotline they had manually agitated the particles into solution and then qc performance was passing within their established ranges. Hotline dispatched service to verify hardware operation. On (B)(4)-2011, a field service engineer (fse) confirmed the ultrasonic not mixing reagent pack particular issue. The fse determined the ultrasonics pcb board required replacement once the fse was unable to adjust instrument voltages at rheostat #44, the fse also reported one inductor was not in good condition on the board. The fse replaced the instrument board and transducer, adjusted ultrasonic voltages, and performed pipettor alignments the fse then performed a passing system check and a passing high sensitivity system check within instrument specifications. The fse returned to the customer site on (B)(4)-2011 after the customer had indicated they had obtained "failed to detect surface" error messages and the fse observed this as well upon return to the site. The fse reported the "failed to detect surface" error massages were most likely caused by a short sample volume. The fse rechecked instrument voltages, temperatures, and alignments; all were confirmed to be within instrument specifications at that time. The fse then performed a passing system check and a passing wet/dry service assay with all results within instrument specifications. A definitive root cause for this event has not been determined to date.